Event description:
It was reported that during the implant attempt, the right atrial (ra) lead had high thresholds and intermittent noise in five different locations. The ra lead also perforated the right atrium and the patient had a pericardial effusion. The patient underwent a pericardiocentesis, had a chest tube placed, and was admitted to the intensive care unit. The ra lead was not implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.